Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal and fentanyl intrathecal. The patient¿s indication for pump use was non-malignant pain. The pump delivered 1 mcg/ml of baclofen intrathecal and 50 mcg/ml of fentanyl. The patient¿s pump was refilled on (B)(6) 2015 where the hcp (healthcare provider) had erroneously bypassed the bridge bolus which led to programming an overdose. The pump was refilled with 75 mcg/ml of fentanyl and 1000 mcg/ml of baclofen. The programming was left at 50 mcg/ml of fentanyl at a dose rate of 7.98 mcg/day and 1 mcg/ml of baclofen. It was discussed that the baclofen dose was 1000 times more since the concentration was changed from 1 mcg/ml to 1000 mcg/ml. The patient had left the clinic after the pump refill and it was calculated that it would take approximately 58 hours for the new drug in the pump to reach the catheter tip. It was planned to contact the patient and have them immediately return to the clinic so the pump could be stopped and to calculate what was left administer as a bridge bolus. There were no medical symptoms reported. On (B)(6) 2015, additional information was received from a company representative who indicated that the hcp was unable to get a hold of the patient, so the local police were able to contact the patient and instruct the patient to go to a hospital. The patient¿s pump was programmed to ¿stopped pump.¿ the patient was admitted to a different hospital where he was managed with an IV of an unknown medication. It was planned to aspirate the medication from the pump and refill the pump on (B)(6) 2015. The pump was going to be refilled with 75 mcg/ml of fentanyl, 1 mcg/ml of baclofen at a dose rate of 7.98 mcg/day. As of (B)(6) 2015, the patient had no symptoms and was doing well. On (B)(6) 2015, additional information was received from another company representative who indicated that the event was a drug related programming error. The pump was going to be refilled with the correct medication and the reservoir rinse and steps for removing all contents from a pump was reviewed. Upon attempting to remove the drug, it was discovered that aspiration from the cap (catheter access port) was not possible. It was reviewed that the wrong medication was put in the pump for the third drug (baclofen) on (B)(6) 2015. The patient left the refill procedure, returned to an ER, and after five hours the pump was stopped on (B)(6) at 17:22. At that point, 0.022 ml of the incorrect drug had filled into the pump tubing. The patient was then admitted to a hospital, as it was noted that the patient was from out of town. On (B)(6) 2015, the pump was refilled with the correct drugs: fentanyl 75 mcg/ml, bupivacaine 7.5 mg/ml, and baclofen 1 mg/ml. The pump was programmed and left the fentanyl 75 mcg/ml at 7.978 mcg/day, 0.1064 ml/day, and 0.0044 ml/hr. Per the hcp, the dosing the patient was going to receive of baclofen was insignificant and was comfortable with the patient receiving less than 30 mcg of baclofen. There were no symptoms or adverse event reported. Additional information was received from the physician¿s office who indicated that the suspect medications used to treat the patient was baclofen intrathecal (1 mg/ml), fentanyl (75 mcg/ml), and bupivacaine (7.5 mg/ml). The patient had a pertinent medial history of neurofibromatosis. The error was that the wrong concentration of baclofen was ordered and placed inside the pump. It was not a programming error. As a result, the pump was turned down to a minimum dose and new pump meds were ordered.